Event description:
Additional information was provided on 26sep2018 2018 from the manufacturer's clinical consultant indicating that the device would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list device thrombosis as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years. The explanted device is expected to be returned for analysis. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was listed as 1a status on the transplant list due to a suspected inflow graft clot at the suture line. The patient underwent transplantation on (B)(6) 2018. No additional information was provided.